Event description:
It was reported the customer was hospitalized on (B)(6), 2015 due to elevated blood glucose levels and diabetic ketoacidosis. Customer was treated with intravenous insulin and dextrose infusion.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.